Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneous high basophil results generated by the coulter act 5 diff cap pierce (cp) instrument without instrument generated flags. The erroneous results were not reported outside the laboratory. Manual differential results were not provided however, the customer provided instrument printouts and noted that no basophils were seen on the manual smear and the manual differentials were considered correct. There was no death, injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Sample details were not provided. Controls were run before and after the event and were within specifications. The instrument is currently within qc specifications. A field service engineer (fse) went on-site (B)(4) 2011 and decontaminated the wbc lyse pathway, replaced the wbc aperture, installed new wbc lyse reagent and adjusted the wbc calibration factor and ordered a calibration kit for the customer. Fse also performed a 2 year preventive maintenance (pm). Repair was verified per established procedures and the system was validated. The repairs performed by the fse resolved the issue.